Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to insulin pens and multiple daily injections (mdi) for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.